Event description:
A surgeon reported that an intraocular lens (iol) was explanted because it was three diopters off. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Additional info has been requested. (B)(4).